Event description:
Non-medtronic product lead complaint. Intermittently oversensing on the atrial lead impedance warning and unipolarity switch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).